Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the rse found that the software was malfunctioning and suggested for onsite service. The fse visited onsite and upon functional testing the fse found that the screen was stuck on the azurion page and identified that the software had crashed. The fse confirmed that the suite pc need replacement. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the suite pc and reloading the software by the fse resolved the reported issue and restored the functionality of the system. After replacement and reloading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.